Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag/vent switch misaligned. Dismantled and cleaned and adjusted control panel to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in inability to switch ventilation modes as expected. There was no patient involvement.